Manufacturer narrative:
The power pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device was able to confirm the reported issue. Investigation determined a faulty power module was the cause. Repair and performance testing is pending part availability.

Event description:
The customer contacted stryker to report their device would not power on. There was no patient involvement reported with the event.